Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The manufacturer¿s international service technician (st) confirmed reported phenomenon. The log indicated that "check vent error 1100" had occurred. When a pressure setting was 1 hpa, the proximal pressure indicated the value of 1.51 hpa. It is confirmed that the power leds, which are green and orange colors, have contact failure and turn off. The (st) replaced the data acquisition (da) printed circuit board assembly (pcba) and power switch overlay to resolve these issues. The da pcba was returned to the manufacture for testing and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ¿proximal pressure line disconnect¿ alarm occurred. There was no patient involvement.